Event description:
Intuitive surgical inc. (Isi) received uf/importer report (B)(4) from the site with the following description: the megasuture cut needle driver cable broke when surgeon was using instrument intraoperatively. An x-ray was taken; no foreign object was seen.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: the cable broke off the instrument and an x-ray was taken to confirm that there were no reported pieces inside the patient.